Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal, multi gravida, parity 3 ((B)(6) 2004, (B)(6) 2009, (B)(6) 2015) and bipolar disorder. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue and weight increased had resolved and the headache outcome was unknown. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted-date(s) of insertion: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received; lawyer was added. Patient's demographic was added. Case become incident, previously added injury nos was replaced by hormonal changes & new events- vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction,bladder infection,urinary tract infection,vaginal infection, apareunia,psychological or psychiatric problems condition, bladder or urinary problems or changes, migraines, headaches, nausea, nickel allergy,dysmenorrhea, dyspareunia, pelvic pain, vaginal pain vaginal discharge, fatigue, weight gain, lower back pain, device monitoring procedure not performed were added. Outcome updated. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included body mass index normal, multi gravida, parity 3 ((B)(6) 2004, (B)(6) 2009, (B)(6) 2015), bipolar disorder, unintended pregnancy, pregnancy, spontaneous abortion (spontaneous abortions: 1.) And dysplasia. Concurrent conditions included multigravida. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), blindness ("vision/eye problems type: vision loss"), alopecia ("alopecia") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight increased, depression and anxiety had resolved and the headache, genital haemorrhage, blindness, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, blindness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted-date(s) of insertion: (B)(6) 2015, (B)(6) 2016, (B)(6) 2016. Plaintiff claimed that most if not all symptoms were decreased soon after removal but symptoms were not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events abdominal pain , alopecia, blindness, genital bleeding were added. Product, patient & reporter information updated. Event psychological or psychiatric problems condition updated to depression, anxiety. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.